Event description:
It was reported that the handpiece began overheating while cutting a tooth during an oral surgery. There was no reported pt or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval. Based on the investigation details, a possible cause for the reported overheating was problems with the driveshaft and a damaged nose cone, which have been replaced along with bearings.